Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1 gm, intraperitoneal, frequency and duration were not reported) and fortum injection (1 gm, intraperitoneal, frequency and duration were not reported) for peritonitis. Antibiotic treatment was ongoing. Twelve days after the event onset, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.